Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the device history record and raw material indicates no discrepancies associated with this complaint. All parts passed visual and dimensional requirements. Placeholder.

Event description:
While performing a total disc replacement at l5-s1, the inserter broke off in the implant during insertion. The surgeon then retrieved the broken piece of the inserter from the implant. When the inserter broke during implantation the poly inlay was also damaged. This required the surgeon to open a second poly inlay and use that to complete the implantation of the device. There was no patient issue. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted. Upon inspection of the returned part pdl402, the reported condition of inserter broke off was confirmed. One distal pin for the inferior arm was received sheared off. Additionally, it is noted that the other distal pin for the inferior arm is slightly bent. The received device pdl402 lot# a7oa34 was made in september 2005 in synthes (B)(4) and is over 8 years old. The most recent applicable top level and associated drawing of implicated components were reviewed. The drawing of involved components call out the appropriate dimensions, material and finishing processes for a successful inserter device design. The history of drawing changes was reviewed and it shows that the drawing of affected components (pin for inferior arm) have been updated in may 2008. The strength of the instrument was improved, the material of the pins was changed to increase the and therefore the confirmed failure mode(s) of broken/bent pin has been addressed. The received part was made prior this change. It was also reported that when inserter broke during implantation the poly inlay part (B)(4) lot #7050917 was also damaged and even though this part was not returned for evaluation the corresponding applicable drawings were also reviewed and the inlay part was found adequate for its intended use. Although further details regarding the nature of the reported damage for the poly inlay are unknown, it is likely that this damage condition resulted from the implantation difficulty experienced with the reported inserter. Based on the evaluation of the inserter instrument, this complaint is consistent with the condition for the pin of the inferior arm. The received instrument was made prior to the change for the material strength of involved components (pins for inferior arm) and it is determined that the most recent inserter device design is suitable for its intended use.